Event description:
It was reported that the bd micro-fine¿ + pen needle was unable to deliver medication. The following information was provided by the initial reporter: the needle does not dispense fluid.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Clog test was conducted on 7pcs retention samples and all no needle clog fail found. Base on investigation above, the certain cause cannot be concluded at the moment. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿ + pen needle was unable to deliver medication. The following information was provided by the initial reporter: the needle does not dispense fluid.